Manufacturer narrative:
H6: investigation summary : no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2192458. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the medication could not be aspirated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin only air.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the medication could not be aspirated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin only air.